Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery needs to be replaced to address the issue. No repairs performed. The unit will be scrapped.

Manufacturer narrative:
Previously reported by the manufacturer: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the service center a service required code was found in the ventilators downloaded error log. The devices internal battery needs to be replaced to address the issue. The device was scrapped. New information-correction: the initial reporter filed an initial report although the evaluation and investigation were complete. Additional information for section b5- the device powered on and operated as it should. The software came in already upgraded to version 14.2.05. The manufacturer is filing a final report at this time.